Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-26708. It was reported that a patient's right ventricular (rv) lead and atrial lead presented with dislodgement, confirmed by x-ray. The atrial lead had high pacing impedance and an insulation breach. Both leads were assessed during a procedure on (B)(6) 2021, the rv lead was revised and the atrial lead was extracted and replaced. Post-procedure the patient was recovering.